Manufacturer narrative:
H10 h3,h6: the returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection shows a broken/detached grasper at distal end. The grasper was returned separately in a plastic bag. During the functional evaluation both needles could be extracted by using a smart stich device because the pp-connector is a single use device. The rod inside the pp-connector moves when the clamp lever is pressed. Further functional tests could not be performed. The pp-connector is broken. The complaint was verified and the root cause was determined to be a mechanical component failure. Corrective action has been taken to cover this issue. There were no indications that would suggest that the device did not meet product specifications upon release into distribution

Event description:
It was reported that the lower part of the mouth of the device broke off outside the patient. A backup device was available to complete the procedure with no delay or patient injuries.